Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-mar-2015, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s stimulator stopped working and that when it was on it was erratic and would stimulate all over the place instead of where it was supposed to in the back. The patient stated the hcp thought the wire had moved. The patient stated that their hcp suggested that they call the manufacturer. No traumas or falls were reported. The patient was redirected to follow-up with their hcp to address their issues/next steps. It was asked but was unknown when the event occurred, but the patient mentioned about three years ago, or maybe a little more. No further complications were reported/anticipated.